Event description:
Analysis on the handheld and flashcard was approved on 08/29/2016. The handheld was returned in the locked position. No anomalies associated with the handheld performance were noted during testing using the ac adapter or the main battery with a full charge. The handheld performed according to functional specifications . No anomalies associated with flashcard software or databases were identified during the flashcard analysis. The flashcard and software performed according to functional specifications.

Event description:
It was reported that a physician's handheld was frozen on the home screen and they were unable to use it. Hard resets were performed, but the issue did not resolve. The office had a backup programming system, so no patients were affected. The handheld and flashcard were received on 08/11/2016. Analysis has not been approved to date.